Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with a high blood glucose of 404 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. No additional information provided.